Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2009 and a total left hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reports patient allegations of pain, acute local tissue reaction, elevated metal ion levels and metallosis. Patient's legal counsel further reported patient underwent a right hip revision procedure on (B)(6) 2012. Operative report confirmed the acetabular cup, taper adapter and modular head were removed and replaced. There has been no reported left hip revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-05409 / 05410 & 05415 / 05416). The right hip revision procedure on (B)(6) 2012 was reported on medwatch numbers 1825034-2013-00503 & 03525/ 03526.